Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00128 screw 1, MDR 3025141-2015-00129 screw 2.

Event description:
A secondary fracture occurred with the insertion of a hexalobe screw into the proximal hole of a aculoc 2 plate.